Manufacturer narrative:
Customer reported issue of the ua12 (lifeband not present), ua18 (max take up revolution exceeded) and ua45 (not at "home" position after power-on/restart) error messages were confirmed through review of the archive however was not confirmed during the functional testing. No device deficiency was found with the platform and the platform function as intended. No part was identified for replacement to remedy the reported complaint. Visual inspection was performed and observed no physical damage upon receipt. Functional testing was performed on the returned platform and did not observed any of the user advisory or fault occurred, thus unable to replicate the reported complaint. The lifeband clip detect switch inspection was performed and verified that the switch closed and the switch lever is parallel to the switch case. In addition, ensured two screws holding the switch lever parallel to the switch case were not missing and were tightened correctly. Archive review showed ua12 (lifeband not present), ua18 (max take up revolution exceeded), ua45 (not at "home" position after power-on/restart) error messages occurred on the reported event date of (B)(6) 2017. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, manual CPR was performed by the police department before ems arrival, and continued while ems attempted to use autopulse. When autopulse did not compress, ems continued manual CPR until patient was pronounced expired. Autopulse did not start and did not provide any compression. Manual CPR was performed continuously during the entire rescue process and rosc was not achieved by manual CPR. No information is available on the patient's clinical condition. Rosc was not achieved by manual CPR. Ohca is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
It was reported that during patient use on a female patient (B)(6), the autopulse displayed ua45 (not at "home" position after power-on/restart). The error message was cleared by the customer. After clearing the ua45 error message, ua12 (lifeband not present) and ua18 (max take-up revolution exceeded) error messages occurred. According to the customer they were not able to clear the ua12 and ua18 errors and the use of the autopulse was discontinued. Manual CPR was performed for 17 minutes however the patient expired. The customer did not attributed the autopulse issue to patient's death. No further information was provided.